Event description:
A constant flow is insufflated during the expiration phase until the "bag in bottle" below is full. Thereby leading the test lung filling up to the upper pressure limit. Manual ventilation was used and the unit was replaced with another one. The surgery ended without problem.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.